Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and anaemia ('anemia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia (seriousness criterion medically significant) and fatigue ("fatigue") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)) and blood transfusion. Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, anaemia, fatigue, weight increased and uterine leiomyoma had resolved. The reporter considered abdominal pain, anaemia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, uterine leiomyoma and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), anemia , fatigue, weight gain, fibroids, blood transfusion. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: essure confirmation test results of confirm. Test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added abdominal pain, pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), anemia, fatigue, weight gain, fibroids, blood transfusion. Event outcome added abdominal pain, pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), anemia, fatigue, weight gain, fibroids. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and anaemia ('anemia') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding and breast cancer. Current weight: 175 lbs. Concurrent conditions included genito-pelvic pain/penetration disorder. Concomitant products included ibuprofen and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), metrorrhagia ("breakthrough bleeding") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight gain"). In may 2018, the patient experienced anaemia (seriousness criterion medically significant) and fatigue ("fatigue") and was found to have uterine leiomyoma ("fibroids"). On (B)(6) 2018, the patient underwent transfusion ("blood transfusion"), 11 years 8 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal haemorrhages"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)) and blood transfusion. Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, anaemia, fatigue, weight increased, uterine leiomyoma, metrorrhagia and abdominal pain lower had resolved and the transfusion and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, pelvic pain, transfusion, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), anemia , fatigue, weight gain, fibroids, blood transfusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Imaging procedure - on (B)(6) 2007: essure confirmation test results of confirm. Test bilateral occlusion. Pathology test - on (B)(6) 2015: ascus with positive high risk hpv. Ultrasound pelvis - on (B)(6) 2018: 2 uterine fibroids largest 6.5 cm. No major fluid and mobile debris, latter likely resulting from thrombi in the setting of current bleeding. Normal ovaries. Abnl vaginal bleeding (primary encounter diagnosis). Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: anemia, fibroids, pain, dyspareunia (painful sexual intercourse),dysmenorrhea (cramping). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs and mr received: new events were added: blood transfusion, breakthrough bleeding, lower abdomen pain. Reporter information were updated. Patient history, concomitant drugs and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.